Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative resolved the issue by calibrating the laser output power. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to component wear and/or reliability. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported low laser power from the system. Procedure details and patient impact have not been provided.¿ additional information received clarified that low power was noted during a retinal surgery. No system message was displayed. The surgery was completed by increasing the laser energy level.